Event description:
The customer alleged an h202 (hydrogen peroxide) contact on her right palm, right thumb and the left index finger. She reported that the cassette kept ejecting after she attempted to insert it into the unit. The customer was handling a cassette from the collection box when this occurred. The customer washed her hands right away. The customer did not wear personal protective equipment (ppe). No medical attention was sought. The customer stated that the symptoms have resolved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse found the system operational. The fse was unable to duplicate the issue. The fse performed a leakback test, and advised the customer on how to insert the cassette. The system met the manufacturer's specifications . Reference MDR: 2084725-2009-00182.